Event description:
Advocate stated his wife's blood glucose reading on the breeze2 was 60-100 mg/dl different than the reading on the pharmacy meter. Customer had symptoms for high blood glucose. Specific information was not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.